Event description:
It was reported that during a surgical procedure or during processing the the large needle driver instrument underwent damage to the fiberglass with dents and chips missing. No additional info was provided. No patient harm, adverse outcome or injury was reported. The following medwatch reports were created for related instrument complaints at the same facility. MFR. Reports #2955842-2006-00154, #2955842-2006-00177, #2955842-2006-00178, and #2955842-2006-00179.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed scratches at distal end, more likely due to normal wear and tear of the instrument. The instrument damage does not correlate with use of a defective cannula.